Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. Intuitive surgical, inc (isi) has not received the sureform 60 instrument and reload involved with this event for failure analysis evaluation as the device was discarded. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed since there is insufficient or unconfirmed product/event information. The specific event date, procedure name, console surgeon and system name was not provided. This event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, there was a staple line ooze. The surgeon cauterized the area and used hemostatic agent (surgicel) to stop the bleed.

Event description:
It was reported that during a da vinci-assisted surgery procedure, there was a staple line bleed. A sureform 60 stapler instrument and sureform 60 reload (color unspecified) was used to staple unspecified tissue. The surgeon had to cauterize the area and used hemostatic agent (surgicel) to resolve the bleed. The procedure was completed robotically. There were no error messages during the use of the stapler, no clamping issues and no malformed staples seen. There was no tissue abnormality, and no buttress material was used. The patient did not require a blood transfusion. The sureform 60 stapler and reload operated as expected; however, the surgeon attributed the staple line bleed to the sureform 60 stapler reload. No further information was provided for this incident.